Manufacturer narrative:
The reported failure of err_vbatt_sense_low and internal/detachable li-ion battery recognition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator device was returned to the third-party service center for service. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation, the device had r ventilator service required error code e272 (err_vbatt_sense_low), and failures of internal/detachable li-ion battery recognition and detachable li-ion battery capacity. The printed circuit assembly (pca) was replaced to address the issue. Additionally, the power cord clamp was missing, the handle o-ring kit was missing, the enclosure seal kit was damaged, and the porting block adapter kit was damaged. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.